Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette not attached properly alarm was persistent. The alarm did not clear even after the cassette was removed. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found damage downstream occlusion sensor (dso). During test inspection the complaint was not confirmed. The latch handle was found to be in poor condition, the dso seal was deteriorated these items were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.